Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reano255 showed (B)(4) other similar product complaint(s) from this lot number. (B)(4) complaints for this lot number (reano255) have been reported from the same (B)(4) facility.

Event description:
The power PICC solo was inserted on (B)(6) 2017, for chemotherapy. It was reported on 29-mar-17 that a pin point hole was observed next to the black mark 10cm from the hub on the catheter. It was stated that the patient experienced pain on injection of naci. Catheter was not used for treatment.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter was confirmed and the cause appeared to be use related. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 10cm-11cm depth markings. The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ the split was centered about a preferential kink in the catheter tubing ¿ an additional permanent kink impression was observed in the same immediate area, between the same depth markings. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
The power PICC solo was inserted on (B)(6) 2017, for chemotherapy. It was reported on (B)(6) 2017 that a pin point hole was observed next to the black mark 10cm from the hub on the catheter. It was stated that the patient experienced pain on injection of naci. Catheter was not used for treatment.